Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated the reported migration and slda are due to poor imaging (image resolution poor). Image resolution poor was related to procedural conditions associated with poor imaging. It should be noted that the mitraclip instructions for use states under the "indication for use" section that "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr>/ 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation.¿ the reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation (tr). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Code 1494-indication for use. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3 and functional tricuspid regurgitation (tr) grade 3. A xt mitraclip was implanted on the mitral valve successfully, reducing mr to grade 1. A xtw mitraclip (21208r1023) was then prepared for use however, during preparation the grippers would not lower simultaneously. One would not raise and lower. Cycling the lock lever could get it to actuate but not at the same time as the other gripper. Therefore, the clip was exchanged. There was no patient involvement. Another mitraclip xtw (21202r1010) was prepped and used off-label on the tricuspid valve. After deployment, the clip tilted anterior but was still stable. Two minutes later it was noticed to be detached from the anterior leaflet (single leaflet device attachment (slda)). An xt mitraclip was implanted to stabilize the slda, reducing the tr to grade 1. The slda was thought to be due to poor imaging. There were no patient consequences or clinically significant delay. No additional information was provided.